Event description:
The customer stated that his contour ts readings had been higher than usual. On one occasion, he tested his blood glucose and received a reading of 384 mg/dl using his contour ts meter. He retested using another meter and received a reading of 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.